Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista access. It was stated that one of the suspension bushing fixing screws fell off from the spring arm. According to the information provided by getinge technician another screw was installed instead of the fallen screw due to the risk of the lighthead falling. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Missing parts vlt access - 4 preglued screws fhc m6x16 (ard368835555) were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: it was stated that one of the suspension bushing fixing screws fell off from the suspension (and not the spring arm). The customer's suspension was manufactured in 2018. After investigation, these pre-glued screws have been applied since 17 february 2017 in production for all sb suspensions (following the internal document "(B)(4). C"). The pre-glued of these screws acts as a mechanical locking and prevents the loosening and the fall of the screw. The screw have a threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. The most probable root cause: the screw was not tightened during the installation or a maintenance/repair. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The initial reporter was getinge biomechanical engineer.; e1b event site name: (B)(6); additional information will be provided following the conclusion of the investigation.

Event description:
On 13th september,2024, getinge became aware of an issue with one of surgical lights - volista access. It was stated that one of the suspension bushing fixing screws fell off from the spring arm. According to the information provided by getinge technician another screw was installed instead of the fallen screw due to the risk of the lighthead falling. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.